Manufacturer narrative:
(B)(4). 1627487-12192011-003-r this ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the ipg site after falling into a door knob. Upon examination, the physician noted bruising and necrotic tissue. The patient underwent surgical intervention where the physician excised the necrotic tissue and relocated the ipg pocket site. There was no infection found. The physician electively replaced the ipg with a new one.